Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the ¿chemotherapy infusion completed 3.5 hours before it should have.¿ however clinical engineering did a test and found nothing wrong with the pcu and there were no pumps attached to the unit upon initial test. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion of chemo was not confirmed. The pcu event log showed that at 04:14 am on (B)(6) 2016 the pump module was programmed for a custom concentration infusion of cyclophosphamide standard to infuse a vtbi of 293ml over 24 hours which calculated the rate at 12.2ml/hr. Less than a minute later the vtbi was changed to 178 ml which changed the duration to just over 14 hours. Approximately 10 hours and 44 minutes later, the device was channeled off. Two hours and thirty-two minutes later, the user restored the infusion and changed the vtbi to 270ml, which changed the duration to 22 hours and 6 minutes. This infusion ran for 13 minutes until the device was channeled off and the system was powered off. The total volume recorded as being infused during this period was 130.005ml. The root cause of the reported overinfusion of chemo was not identified. The devices and disposable set were not returned for investigation.